Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. (B)(4).

Event description:
It was reported that inappropriate anti-tachycardia pacing (atp) was delivered due to noise on the right ventricular (rv) lead. The noise was causing loss of output. The patient recalled that they were doing laundry at the time of the noise. The physician suspected that the oversensing was myopotential. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.